Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the disconnected interconnect cable from the connector to the analog board. The interconnect cable was connected to analog board to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend,